Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's porting block was clogged with dirt and dust. The device's porting block was cleaned to address the issue.